Manufacturer narrative:
(B)(4). Concomitant medical device: 151844 - oss 17cm tapered diaph segment - 473410. Report source foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01283.

Event description:
It was reported that a patient underwent an initial knee procedure where they implanted an implant without the screw. Postoperative x-rays taken approximately 6 weeks later showed that the implants had disassembled and the patient underwent a revision procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. No operative records were provided. X-ray provided were reviewed by third hcp and state that there is abnormal angulation of the proximal aspect of the implant apex lateral consistent with disassembly of the taper ring as described. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.